Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an issue unrelated to the pump or diabetes. While hospitalized, customer experienced an elevated blood gluocose (bg) level of 310 (mg/dl). Reportedly, the customer is on steroid treatment and believes this possibly contributed to their elevated bg levels. Customer was treated with insulin injections.